Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause for the ventricular placement of the valve and resulting native leaflet overhang could not be determined; however, device manipulation or stored tension during inflation of the delivery system may have contributed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, a 29mm sapien xt valve was positioned 50:50 aortic/ventricular (a/v) but landed 30:70 a/v and the patient¿s native leaflets were overhanging the valve. A second valve was placed in a 50:50 a/v position and no central or paravalvular leak was observed. The patient left the room in stable condition. There was no known reason for the malposition of the valve. The valve position looked okay on echo and fluoroscopic images during placement; however, it was determined to be too low on tee after deployment. The patient¿s sinotubular junction was mildly calcified, the patient¿s native aortic leaflets were moderately calcified, there was no loss of pacing capture and ventilation was held.